Event description:
Customer reports that when using a specific workflow, the exam viewer pop up will display data for a different pt than the pt whose images are being read. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be filed when the investigation is complete. (B)(4).